Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a false positive architect stat troponin-I result on a patient. Results provided: sid (B)(6) = > 1.17 / repeat = 0.014 (neg); new sample 4 hrs later = 0.012 (negative), no uom provided. Diagnostic cutoff = 0.30. No impact to patient management was provided.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 63928un22 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The median patient population result for lot 63928un22 is comparable with all other lots in the field and confirms no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I reagent for lot 63928un22 was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.